Event description:
Boston scientific received information that this right atrial (ra) lead exhibited an out of range pacing impedance measurement. Review of measurements showed a downward trend from 700 ohms to 420 ohms. In clinic the lead was checked in unipolar and bipolar. Both configurations revealed pacing impedance measurements of 500 ohms. In unipolar inappropriate atrial tachy response (atr) mode switches were observed. The physician elected to program the lead to bipolar and will continue to monitor. No adverse patient effects or symptoms were reported.

Event description:
Additional information was received indicating the patient implanted with this ra lead underwent a device replacement procedure. This lead was found to be fractured. Noise was also noted prior to the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned and successfully replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.